Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated dates, (implant date. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint recommended asr revision - left hip. Asr xl. Reason(s) for revision: pain, dislocation. Description of current symptoms / problem: walk with limp and a short limp gait. No. 15/12 update from crawfords spreadsheet dated 2 december 2011 as follows: right hip revision (not left as above). Added reason for revision, revision date, surgeon, hospital, and one product. Update: corrected implant date as per update email received (B)(6) 2012. Update received: on 13th february 2014. Added further reason for revision: reason(s) for revision: dislocated acetabular cup causing pain and shortening and amended implant date: (B)(6) 2008.

Event description:
The patient was recommended for revision to address pain, dislocation, and a limp.